Event description:
Additional information received that the tip detachment occurred after the microcatheter was in place and glue was applied, the catheter was being retrieved. There was no resistance when the apollo was being advanced. There was resistance when the apollo was being retrieved. There are no future plans to retrieve the catheter tip. The anatomical location of the apollo tip is in the p2. There was no note of vessel calcification. There was kink or damage noticed on one of the devices; the joint was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an arteriovenous malformation (avm) using an apollo microcatheter, there was contrast agent leakage at the proximal mark point. The tip of the microcatheter detached and was left in the body. There was an allegation of a quality problem with the apollo microcatheter. The procedure involved accessing the femoral artery, which had a diameter of 10mm, and the vessel tortuosity was moderate. The apollo microcatheter was placed into the blood supply artery under the guidance of a synchro-10 guidewire. The operator noted the quality issue with the microcatheter, and it was not charged. The apollo microcatheter was subsequently pulled out of the body. There was no force applied during removal. There was no vasospasm. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. No surgical or medicinal intervention was required, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the apollo microcatheter was returned for analysis inside a biohazard plastic bag, and a shipping box. ¿ damage location details: the 3.0cm detachable tip was missing and not returned with the apollo microcatheter. The catheter body appeared to be kinked at 35.0cm from the proximal end of the catheter hub. No irregularities were found with the apollo hub. No other anomalies were observed. ¿ testing/analysis: the apollo usable length was measured at ~164.0cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.56mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found patent. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. Additionally, the catheter was found to be kinked. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.